Manufacturer narrative:
The following fields were updated due to additional information: concomitant products: device available for eval yes, concomitant products: returned to manufacturer on: 2021-05-05. Investigation summary nine open 32g x 4mm pen needle samples and 4 photos were returned from an unknown lot. No., cat. No.320559. Visual examination was carried out on the returned samples and photos and a broken non patient end of cannula was observed on seven samples and a bent non patient end of cannula was observed on one sample. No issues were observed on the remaining sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related h3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx needle was missing. This occurred on 5 occasions. The following information was provided by the initial reporter: according to the patient's report, when removing the tear drop label, the needle npe was missing or bent.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx needle was missing. This occurred on 5 occasions. The following information was provided by the initial reporter: according to the patient's report, when removing the tear drop label, the needle npe was missing or bent.